Event description:
The caller reported an alarm indicating multiple occlusion events. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Despite experiencing frequent occlusion issues, the customer declined additional assistance, and the case was closed by technical support.